Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a meniscus repair, the t1 and t2 of the ultra fast-fix were deployed simultaneously. A back up was available to complete the procedure. It is unknown if there was a delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
D9: updated, device received h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. The scope images appeared to show both anchors beside the meniscus, held by a set of pliers. A visual inspection revealed that the device was returned with the blue split cannula and cut depth limiter attached. There was a slight bend in the shaft of the device, and both anchors had been deployed. They were not returned. The manual actuator was fully advanced. If this occurred prior to the deployment of t1, the early advancement of the actuator would have caused simultaneous deployment. There was some particulate debris on the handle. A functional evaluation could not be performed, as the anchors had been deployed and the actuator had been fully advanced. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: ¿ prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. ¿ read these instructions completely prior to use. ¿ under certain circumstances immobilization by external support should be employed. ¿ delivery instrumentation is required for proper placement of the implants for optimal surgical result. ¿ do not bend delivery needle. The complaint was confirmed. Factors that could have contributed to the reported event include use of the actuator prior to the deployment of t1, misplaced force on the actuator, or excessive force during use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscus repair, the t1 and t2 of the ultra fast-fix were deployed simultaneously. Ts were left inside the patient. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.